Event description:
The customer contact reported the pump did not alarm when a distal occlusion was present. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken and not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The pump was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.